Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that the tap broke off in the vertebral body. The 30 mm tap was left in the patient's vertebrae.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of a xia 2 lp modular tap fracture was confirmed via visual inspection and x-ray images. Probable factors contributing to the event may have been an excessive torque applied by the surgeon while tapping the hole in the pedicle and/or the age of the instrument. Any instrument could experience excessive loads and fatigue over time. However, none of the causes could be confirmed. Conclusion: the root cause of the fracture could not be determined.

Event description:
It was reported that the tap broke off in the vertebral body. The 30 mm tap was left in the patient's vertebrae.